Event description:
It was reported that during an angioplasty procedure, the device allegedly bent and became blocked on the guide. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review was conducted and it was determined that a device history record review was not required. Investigation summary: one device was returned for evaluation. The device was examined for the reported deformations. Bunching was noted to the device and the inner guidewire lumen at the distal tip under magnification. Bunching was also noted to the proximal end of the device along with additional bunching throughout the catheter shaft. The guidewire returned inside the device was attempted to be removed but was unsuccessful. No further testing could be performed due to the condition of the device. Therefore, the investigation is confirmed for the reported material bent, as the device was noted to have several sites of bunching and deformation. The investigation is also confirmed for the reported difficult to remove, as the device was returned loaded onto a guidewire which could not be removed. The reported material bent most likely contributed to the reported difficult to remove. However, the definitive root cause for the reported material bent and difficult to remove could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 07/2022), g3. H11: h6( method, result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a lot history review was conducted and it was determined that a device history record review was not required. Investigation summary: one device was returned for evaluation. The device was examined for the reported deformations. Bunching was noted to the device and the inner guidewire lumen at the distal tip under magnification. Bunching was also noted to the proximal end of the device along with additional bunching throughout the catheter shaft. The guidewire returned inside the device was attempted to be removed but was unsuccessful. No further testing could be performed due to the condition of the device. Therefore, the investigation is confirmed for the reported material bent, as the device was noted to have several sites of bunching and deformation. The investigation is also confirmed for the reported difficult to remove, as the device was returned loaded onto a guidewire which could not be removed. The reported material bent most likely contributed to the reported difficult to remove. However, the definitive root cause for the reported material bent and difficult to remove could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 07/2022), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the device allegedly bent and became blocked on the guide. It was further reported that the another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 07/2022).

Event description:
It was reported that during an angioplasty procedure, the device allegedly bent and became blocked on the guide. It was further reported that the another device was used to complete the procedure. There was no reported patient injury.